Event description:
(Os 17.033). The dentist reported that 7 months after the dental implant was installed in intraoral region #5, it was verified its non osseointegration. The dental implant was installed in bone type ii and 50 ncm of primary stability was achieved. Immediate load was not performed. The pt was periimplantitis.

Manufacturer narrative:
(B)(4).